Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, sinus bleeding, mouth and nose is dry. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, sinus bleeding, mouth and nose is dry. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 4 instances of: e-53, 1 instance of: e-72, 1 instance of: e-4 and 1 instances of: e-93. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.